Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. The physician had to pull out the scope in order to remove the clip from the patient. The scope was then reinserted into the patient and the procedure was completed with another resolution clip device. The patient's condition at the conclusion of the procedure was reported to be ¿not harmed.¿

Manufacturer narrative:
Reported issue of clip failed to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. There is not enough information to determine the most probable root cause. If any further relevant information is received, a supplemental MDR will be filed.   A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.